Manufacturer narrative:
The pump was received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump was dropped and scratched. The customer states they cannot read the pump screen. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.